Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. One haptic was slightly distorted, optic was cut in 2 pieces. Optic pieces were cleaned and inspected. No optical deviations or distortions were noted. A review of the manufacturing records for this lens showed no deviations. The patient's initial multifocal implant was replaced with a monofocal lens. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol all available information has been included in this report.

Manufacturer narrative:
The intraocular lens (iol) associated with this report has not been returned for analysis. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. The iol was replaced with a monofocal iol. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available

Event description:
A report was received that the patient's multifocal intraocular lens (iol) was removed and replaced with a monofocal iol without complication. Reason stated was the patient's complaint of halos and glare and her inability to drive at night.